Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(4) - compact plus system 1, serial number - (B)(4); (B)(6) - compact plus system 2, serial number - (B)(4).

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: a reading in the '20's' mg/dl and 113 mg/dl. Customer also allegedly received the following results, with two different meters, within 10 minutes: 27 mg/dl compact plus (system 1) and 110 mg/dl compact plus (system 2). No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - compact plus system 1, serial number - (B)(4). (B)(6) - compact plus system 2, serial number - (B)(4). The suspect product was not returned by the customer. The previous supplemental report was sent in error.